Event description:
On february 08, 2021, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 1-2 weeks prior to contacting lfs. The patient reported obtaining an alleged inaccurate high blood glucose reading of 186 mg/dl with the subject meter. The patient manages her diabetes with insulin (type not reported) taken twice daily on a self-adjusting dose. In response to the elevated result, the patient claimed administering an unspecified dose of insulin then started to feel dizzy and couldnt walk." The patient claimed her spouse treated her with fruit and sugar 5 minutes after the onset of symptoms and confirmed feeling better 2 hours afterwards. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.